Manufacturer narrative:
Upon inspection, the baxter technician found a worn wheel support. The technician replaced the wheel support, wheel and wheel fixing screw to resolve. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Periodic inspection 3en371001 rev. 5, under section 3 states: castors - wheels: roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. Although there was no patient injury associated with the reported event, the report of a wheel detaching during a patient transfer could contribute to a serious injury or death. Therefore, baxter considers this complaint a reportable malfunction

Event description:
A distributor contacted technical service to report that golvo 8000 wireless, had an issue, the wheel came off during a transfer. This occurred during patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.